Manufacturer narrative:
Analysis and results: there are previous complaints of this code-batch regarding the same issue and closed as confirmed after analysis. We manufactured (B)(4) units of this code-batch. There are 144 units blocked in stock in b. Braun surgical's warehouse. Reviewed the batch manufacturing record, this batch had an incidence but was released into the market fulfilling usp/ep and b.braun surgical requirements. We have received 4 unused open samples with the needle detached from the thread and the thread is still wound on the pack. Furthermore, taking into account that there are six previous complaints of this code-batch for the same issue, we will consider this complaint as confirmed. Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications and that there are previous complaints, we conclude that the complaint is confirmed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, we opened a CAPA in the system to correct/prevent this defect to happen.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client reported that the needle was not attached before opening the packaging. No more information has been provided.